Event description:
Additional information was received from a consumer regarding the patient on 2018-dec-04. The patient is implanted with a neurostimulator for non-malignant pain. It was reported that there was difficulty with recharging starting around (B)(6) of 2018, confirmed as 2018. The implantable neurostimulator was not charging. An error message would come up. Screen 81 ¿battery empty, cannot provide stimulation, recharge device.¿ the patient would sit for hours and it would not charge. At first, the manufacturer representative was able to do some random things and it finally started working, but it would still be acting up and was not charging fully, only to about 40%. Then it went back showing screen 81 (ins battery empty) again. The patient would reposition the recharger over the implantable neurostimulator and it shows good or excellent and 4 hours later, the implantable neurostimulator charge level has not even moved. The patient indicated that the implantable neurostimulator battery might be dead at the time that the additional information was received. The patient thought that it was the implantable neurostimulator, but the manufacturer representative thought that it was the patient controller. A replacement patient controller was sent to the patient. The patient received the replacement patient controller and tried to recharge the implantable neurostimulator battery again, but the same error message continued to appear: internal battery empty, charge internal device. The manufacturer representative met with the patient on (B)(6) 2018. The manufacturer representative was able to use a different recharger and was getting good recharging. It was decided to replace the recharger. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was not able to charge their ins. The patient reported that the controller would only charge the ins to about 60% before a message would appear that would prevent them from charging the ins to 100%. The patient removed and replaced the controller battery, but the issue was not resolved. No symptoms or complications were reported.